Manufacturer narrative:
The customer's report of a leak from a hole was confirmed. Visual inspection of the set under magnification showed a small cut approximately 2 3/4 inches below the spike component on one of the two spike tubings above the drip chamber. Functional and pressure testing confirmed leaking from the cut in the tubing. Dimensional analysis was performed and the tubing was within specification. The root cause was not identified.

Manufacturer narrative:
Gtin/UDI number for item (B)(4) lot 17065832 is 07613203019460. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after the tubing was primed with an unspecified solution, then the blood transfusion was started when it was noted to be leaking from a hole and not at the connection site. New tubing was obtained to complete the transfusion and there was no patient harm.